Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2022-01379, 3006705815-2022-01380. It was reported the patient experienced ineffective therapy. As a result, surgical intervention occurred to explant the leads and replace with a penta lead for adequate coverage. Additionally, the ipg was explanted and replaced due to reaching end of life. It is unknown if the ipg depleted prematurely. Reportedly, therapy was restored post-operatively.